Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 125 and 136mg/dl with the lifescan meter and 99 and 109mg/dl on a laboratory device, performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.